Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2021. The patient fell for an unknown reason which caused soft tissue damage to the surrounding structures of the knee. During the revision surgery, the surgeon performed a soft tissue repair. A segmental stem was requested for the revision surgery but was not implanted. No eleos implants were revised during the revision surgery. No additional information regarding this adverse event has been made available.

Manufacturer narrative:
Additional information regarding this adverse event was received on (B)(6) 2021 and the investigation was concluded on (B)(6) 2021. The patient suffered a fall due to an unknown reason which caused soft tissue damage. The surgeon performed a soft tissue repair during the surgery and did not revise any of the eleos implants. The device was not returned for evaluation. The root cause of the patient's fall could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that could have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly. Multiple MDR reports were submitted for this event: #3013450937-2021-00234, #3013450937-2021-00235, #3013450937-2021-00236, #3013450937-2021-00321, #3013450937-2021-00322, #3013450937-2021-00323, #3013450937-2021-00324, #3013450937-2021-00325, #3013450937-2021-00327.